Event description:
It was reported that during a coronary intervention, a balance middleweight universal ii (bmwuii) guide wire was placed and a xience prox stent was implanted without reported issue. During removal of the guide wire, strong anatomical resistance was felt. Outside the anatomy a kink in the wire shaft was noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.